Event description:
The customer reported that the insulin pump alarmed motor error during a bolus delivery and the numbers were ramping. The blood glucose reading was 86mg/dl. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent up and down button response due to corroded keypad traces. No numbers ramping on their own noted. The device alarmed motor error during the basic occlusion test as a result of a protruded/loose drive support disk. The motor passed the motor test. Further testing could not be performed due to the motor error alarms. The unit had missing end cap sticker.